Event description:
It was reported while using bd¿ universal viral transport kit, 3 ml, flocked minitip part of the swab remained in the nasal cavity. Surgical intervention was required to remove the swab.

Manufacturer narrative:
H6: investigation summary: the customer complaint is not confirmed. No batch number or returns could be provided. A batch specific investigation could not be performed. A review of past complaints for this product does not indicate a confirmed trend for this defect.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # mw5095219.

Event description:
It was reported while using bd¿ universal viral transport kit, 3 ml, flocked minitip part of the swab remained in the nasal cavity. Surgical intervention was required to remove the swab.